Event description:
It was reported that, the patient found that the urinary tube took off when the patient returned to the bed from the toilet. The nurse immediately went to the bed to check and found that the foley catheter balloon had burst with a defect of about 0.8cmx1.0cm (the urinary tube model was bard brand 16fr). After comforting the patient, notified the doctor on duty, and the doctor ordered to re-indwell the foley catheter. The model was bard brand 18fr, and it should be properly fixed and the bed doctor should be handed over to the bed for further processing.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. The potential root cause for this failure mode could be ¿short latex dwell time" or "latex dip speed out too slow" and also might be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error). The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. Potential root cause for this failure mode could be ¿short latex dwell time" or "latex dip speed out too slow" and also might be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error). The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "applicable scope: foley catheters are intended for use in the drainage of urine from the bladder of children and adults. Caution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the valve may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and away from direct light, preferably stored in the original packing box. Caution: federal (USA) law restricts this device to sale by or on the order of a physician." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, the patient found that the urinary tube took off when the patient returned to the bed from the toilet. The nurse immediately went to the bed to check and found that the foley catheter balloon had burst with a defect of about 0.8cmx1.0cm (the urinary tube model was bard brand 16fr). After comforting the patient, notified the doctor on duty, and the doctor ordered to re-indwell the foley catheter. The model was bard brand 18fr, and it should be properly fixed and the bed doctor should be handed over to the bed for further processing. Per follow up information received on (B)(6) 2021, if there are any missing pieces of the balloon was not available and no any impact to the patient(s).

Event description:
It was reported that, the patient found that the urinary tube took off when the patient returned to the bed from the toilet. The nurse immediately went to the bed to check and found that the foley catheter balloon had burst with a defect of about 0.8cmx1.0cm (the urinary tube model was bard brand 16fr). After comforting the patient, notified the doctor on duty, and the doctor ordered to re-indwell the foley catheter. The model was bard brand 18fr, and it should be properly fixed and the bed doctor should be handed over to the bed for further processing. As per follow up information received on 14dec2021, if there are any missing pieces of the balloon was not available and no any impact to the patient(s).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.